Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic follow-up, cybersecurity upgrade was performed but was unsuccessful. The device then went into backup vvi mode. Firmware download to the original firmware version was performed successfully. Patient was in stable condition. Cybersecurity upgrade was not performed after the download of original firmware.